Event description:
The user experienced a leak from the analyzer that spread out in front of the analyzer and into the walkway. No one slipped or was harmed. No erroneous pt were generated.

Manufacturer narrative:
The field service rep determined there was a fluidics failure of the gear pump due to loose inlet tubing to the system. He reconnected the inlet tubing to the gear pump and tightened the clamp securely. He also checked all other connectors for integrity. To verify the analyzer operation, mechanism checks, system air purge with results within specification. Also, controls were performed with acceptable results.